Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon second inflation, it was noted that the balloon ruptured at 12 atm. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
E1 - added initial reporter first name.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon second inflation, it was noted that the balloon ruptured at 12 atm. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.